Event description:
A 2.5mm diameter x 12mm length sprinter over the wire (otw) balloon dilatation catheter was used in pt; however, it was reported that following inflation to 14atms the balloon could not be deflated. Additional info received from the account confirmed that the balloon was inflated to 22 atms several times in an effort to burst the balloon at the lesion site. The device was removed from the pt with the balloon partially inflated and then inflated to 25 atms in-vitro at which time the balloon burst. Upon removal of the relevant device, a kink was noted to the mid shaft. The pt is reported to be fine and no other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation summary: medtronic has received the relevant device and its analysis has been completed. The shaft was pinched 43.4 cm and 96.4 cm distal to the strain relief and kinked cm distal to strain relief. The proximal end of the balloon weld was necked. There was a longitudinal tear running along the balloon working length.